Event description:
The customer reports an initial architect ca 19-9xr assay result of 62.73 u/ml. The sample was retested in duplicate and generated results of 28.17 and 31.41 u/ml. No suspect results were reported from the lab with no impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-20 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Information from the customer site indicates that a retest of the original sample did not reproduce the initially generated (falsely) elevated result. Retesting of the sample generated the expected result. Accuracy testing was performed in-house with retained reagents of lot 14136m500 (list 02k91-20). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.